Event description:
Patient tracking received a replacement tracking form through email reporting a pump system replacement. Additional follow up will be performed to determine the reason for replacement. Nurse confirmed that the patient's pump system was explanted due to unrelieved spasticity as well as past underinfusion volume discrepancies.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).